Event description:
A ti cervical spine locking plate, implanted a c5-c6 along with an mtf acf spacer was noted to have failed after a trauma. Pt is a minor diagnosed with a c5-c6 fracture and dislocation, quadriplegia and related complications from an injury sustained while playing on a trampoline. Pt underwent surgery to stabilize her spine and, while she was in a rehab facility, reportedly one of the nurses dropped her unsupported onto the bed. Pt was unable to catch herself and her torso and head collapsed backwards onto the bed. Surgeon diagnosed hardware failure, new injury and aggravation of the existing injury. Pt underwent revision surgery. This report is 1 of 3 for the same incident.

Manufacturer narrative:
Manufacturer site and manufacturer date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.